Manufacturer narrative:
(B)(6) 2018 - patient information was requested from the customer, but no response received. The philip's field service engineer (fse) was able to verify the error in the diagnostic log and found o2 device failed error.the fse replaced the oxygen valve to address the reported problem.

Event description:
The customer reported the ventilator alarmed and displayed a no oxygen available error. The customer reported the device was in use, but there was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 26nov2018. Date of manufacturer: 16nov2018. Failure analysis on the returned o2 solenoid valve shows that the customer complaint was caused by contamination and foreign debris on the oxygen valve solenoid (lot code: 15/37) which caused the unit to leak. Cleaning the customer returned oxygen valve solenoid corrected the failure with this unit.